Event description:
The customer stated that her meter was reading lower than her doctor's meter. Upon troubleshooting, it was discovered the mete rwas set in mmol/l. The customer medicated based on the mmol/l results, but did not allege any adverse events. The customer was able to reset the meter to mg/dl with assistance. The meter will be returned for evaluation and a replacement meter will be sent.